Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezj0398 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rezj0398) have been reported from the same (B)(6) facility. Device not yet returned for evaluation.

Event description:
It was reported that equistream was inserted (B)(6) 2016. It was stated that the venous clamp on the catheter broke. It was reported that the clamp had been in place for 9 months and broke at the base, no problems were noticed with engaging the clamp prior to the break. The catheter was accessed for infusion and aspiration 3 times a week. The catheter and dressing were cleaned every week with 2% w/v chlorhexidine gulconate and 70% v/v isopropyl alcohol. It was stated that the hospital procedure protocol for a dialysis catheter is to replace the clamp and complete an incident report. No patient harm was reported.